Manufacturer narrative:
The device was not returned for evaluation as the fields service engineer serviced the device onsite. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the front panel keys were not working/continuously front panel key lighting on the video system center. The issue occurred during maintenance there was no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (1) one years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause and the cause of the phenomenon could not be determined. The event can be prevented, by following the instructions for use which state: ensure proper power condition at site ( proper grounding & no voltage fluctuation). Olympus will continue to monitor field performance for this device.